Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display, time clock did not advancing. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. The customer was assisted with troubleshooting and reported that the frozen display was recurring. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. Programmed insulin pump with the current time and date and monitored for one day. No unexpected time gain or loss noted during monitoring period. The time and date function is performing properly. No frozen screen anomaly noted during testing.